Manufacturer narrative:
To fix the issue, the fse replaced the batteries. The fse then completed pm with full calibration. The unit passed all functional and safety tests per factory specification. The unit was then returned to the customer and cleared for clinical use. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: battery, sealed lead acid, 12v (qty.2) these parts were received with a reported unit failure message of battery run test failed at 82mins. Performed visual inspection of these batteries received and batteries looks to be in good condition. Installed both batteries into the cs300 test fixture and tested to the factory specifications per cs300 service manual. The fat dept. Verified the failure message of battery run time test failed at 82mins. Both batteries failed testing. Retaining both batteries in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed batter run test at eighty-two minutes. There was no patient involvement.